Event description:
It was reported the sjm rep met with the pt and determined the ipg was not functional. The pt reported he had not recharged the ipg for a long time. It was reported the ipg would be replaced at a future date.

Manufacturer narrative:
Correction number: 1627487-07262012-002-r. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.